Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced elevated blood glucose (bg) up to 310 mg/dl after breakfast, followed by occasional brief lows. The caregiver reported that the user¿s diet is regimented and unchanged, though routine now includes a 45-minute ride to school after breakfast. The user was advised on hydration and light activity and had scheduled follow-up with their trainer and endocrinologist. No external assistance or medical intervention occurred.